Event description:
It was reported that perforation of the rv wall and minimal pericardial effusion were observed. Low sensing and decreased pacing lead impedance were noted. Lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.